Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, dr. (B)(6) states pt presented with increased pain in joint area, elevated chrome and cobalt serum levels, positive mars scan.